Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible product malfunction that could potentially result in serious injury. Toothbrush bristles have been known to become lodged in the throat, requiring medical attention for removal. Device not returned.

Event description:
Please refund me this product, it was defective and I enclosed all the broken bristles.